Event description:
It was reported that the patient initially did not have any seizures after implantation, but he has had a few seizures over the course of two weeks. They planned to check the device and increase settings. No further relevant information has been received to date.

Event description:
It was reported that the patient initially did not have any seizures after implantation, but he has had a few seizures over the course of two weeks. They planned to check the device and increase settings. No further relevant information has been received to date.

Event description:
Information was received from the physician noting that the cause of the increase in seizures was due to external factors (not vns) and the seizures were back to pre-vns baseline levels. Intervention was taken for the seizures. No further relevant information has been received to date.